Event description:
The customer reported to baxter (B)(4) regarding the equipo admon sol peel pouch in which the adapter is defective and because of it, a connection was unable to be made. Patient injury and medical intervention were not reported for this event. Patient not involved. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed as the needle adapter was missing. An assignable cause was not determined. A batch review was performed on the reported lot with no deviations found. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.